Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device expulsion ('right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal') and papillary thyroid cancer ('multifocal thyroid papillary microcarcinoma') in a 42-year-old female patient who had essure (batch no. A90485) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very difficult insertion of right essure". The patient's medical history included cytology normal in 2017, tooth pain on (B)(6) 2012, inflammation gum on (B)(6) 2012, cervicalgia in 2009, gastroenteritis in 2007, streptococcal sore throat in 2007, gestational diabetes in 2005, coccyx pain in 2002, smoker (20 cigarettes/day), irregular menstrual cycle (irregular without medication), factor v leiden carrier, parity 2 (births on (B)(6) 2004, normal delivery and (B)(6) 2005, normal delivery, live female weighing 3000 grams. Apgar at 5 minutes out of 10.), gravida ii (gestational diabetes on second pregnant), polycystic ovary and irregular menstruation in 2001. No allergies history. Previously administered products included for lower molar pain: enantyum on (B)(6) 2012; for an unreported indication: zaldiar on (B)(6) 2012, omeprazole on (B)(6) 2012, iron therapy in 2005, evra and cerazet. Concurrent conditions included suspected covid-19 since (B)(6) 2021, vitiligo since (B)(6) 2012, conjunctivitis since 2006, obesity since 2002, elevated bp since 2000, anxiety since 2000 and migraine since 2000. Family history included breast cancer (mother with breast cancer at age 65 years old,negative tp53 (li fraumeni syndrome)), melanoma (mother melanoma at 76 years-old) and kidney cancer (aunts). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dermatitis atopic ("atopic eczema"), 11 months 9 days after insertion of essure. On (B)(6) 2016, the patient was found to have papillary thyroid cancer (seriousness criterion hospitalization) with dysphonia and laryngeal oedema. On (B)(6) 2017, the patient experienced aphonia ("aphonia"). On (B)(6) 2017, the patient experienced hypokalaemia ("hypokalemia"). On (B)(6) 2017, the patient experienced constipation ("constipation"). In (B)(6) 2018, the patient experienced weight fluctuation ("7 kg weight gaiin, she lost 5 but has gained weight again"). On (B)(6) 2018, the patient experienced the first episode of hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2019, the patient experienced pharyngitis ("acute pharyngitis"). On (B)(6) 2019, the patient experienced cervicitis ("chronic nonspecific cervicitis"). On (B)(6) 2019, the patient experienced hypovitaminosis ("vitamin d deficiency / lack of vitamins"). On (B)(6) 2019, the patient experienced obesity ("obesity"). On (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6) 2020, the patient experienced the second episode of hypertriglyceridaemia ("hypertriglyceridemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain in lower extremities / joint pain") and fluid retention ("fluid retention"), experienced intermenstrual bleeding ("intermonthly spotting/ breakthrough spotting"), hand dermatitis ("right hand dermatitis") and paraesthesia ("paraesthesia in her hands and legs"), lasting 3 years and experienced insomnia ("insomnia"), alopecia ("hair loss"), fatigue ("tiredness") and depression ("depression"), lasting 4 years. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The patient was treated with bemiparin sodium (hibor), calcifediol (hidroferol), calcium, diltiazem hydrochloride (lacerol), fluoxetine, levothyroxine sodium (eutirox), lormetazepam (noctamid), prednisone, sodium iodide (131 I) (sodium iodide I-131), thyrotropin alfa (thyrogen) and surgery (essure removal via total hysterectomy + bilateral laparoscopic salpingectomy on (B)(6) 2019 and total two-stage thyroidectomy (B)(6) 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, papillary thyroid cancer, hypersensitivity, intermenstrual bleeding, abdominal distension, swelling, hand dermatitis, arthralgia, insomnia, alopecia, fluid retention, paraesthesia, fatigue, depression, cervicitis, hypokalaemia and weight fluctuation outcome was unknown and the hypovitaminosis, the last episode of hypertriglyceridaemia, urinary incontinence, obesity, pharyngitis, constipation, aphonia and dermatitis atopic had not resolved. The reporter considered abdominal distension, alopecia, aphonia, arthralgia, cervicitis, constipation, depression, dermatitis atopic, device expulsion, fatigue, fluid retention, hand dermatitis, hypersensitivity, hypokalaemia, hypovitaminosis, insomnia, intermenstrual bleeding, obesity, papillary thyroid cancer, paraesthesia, pelvic pain, pharyngitis, swelling, urinary incontinence, weight fluctuation, the first episode of hypertriglyceridaemia and the second episode of hypertriglyceridaemia to be related to essure. The reporter commented: essure devices are inserted on the right ostium with very difficult insertion. Until 2018, there were no symptoms to indicate any complications. After starting with symptoms of chronic pelvic pain, it becomes related to the implanted material. After the diagnosis, on (B)(6) 2019, a hysterectomy and bilateral salpingectomy are performed to remove the material, surgical piece removal through vagina. Postoperative without incident. Hospital discharge occurs on (B)(6) 2019. On medical appointment for post thyroidectomy check on (B)(6) 2019 she reported she in logotherapy treatment since feb-019, with good evolution and adherence to treatment. At the present time she has a voice without alterations.no abnormalities were observed on laryngostroboscopic examination, with correct laryngeal mobility and closure. On (B)(6) 2019 she did about 16 sessions. Diagnostic results (normal ranges are provided in parenthesis if available): blood calcium (1.15 - 1.35 mmol/l) - on (B)(6) 2017: 1.11 mmol/l; on (B)(6) 2017: 7.7 mg/dl. Blood cholesterol (200 mg/dl) - on (B)(6) 2018: 216 mg/dl; on (B)(6) 2018: 204 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2018: 112 mg/dl; on (B)(6) 2018: 113 mg/dl. Blood parathyroid hormone - on (B)(6) 2017: 44 pg/ml. Blood thyroid stimulating hormone (0.55 - 1.53 micro international unit per ml) - in (B)(6) 2017: 25.56 micro international unit per ml; on (B)(6) 2017: 89.68 micro international unit per ml; on (B)(6) 2018: 10.81 micro international unit per ml. Blood triglycerides (150 mg/dl) - on (B)(6) 2018: 243 mg/dl; on (B)(6) 2018: 369 mg/dl. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2017: 54 iu/l; on (B)(6) 2018: 44 iu/l. Gynaecological examination - on (B)(6) 2016: breast examination: normosomal and symmetrical, without alterations in skin or nipple. No nodules are palpated. No axillary or supraclavicular lymphadenopathy; on (B)(6) 2017: although there are no birads in the report, the conclusion that it is a br 2.I the patient has had thyroid cancer and genetic study was non-informative, as it does not show changes that can be considered pathological; on (B)(6) 2018: mammographic results without alteration, she was discharged; on (B)(6) 2019: hysterectomy + laparoscopic bilateral salpingectomy. Hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium, 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube (6b / ip). Diagnosis: chronic non-specific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions.. Hysterosalpingogram - on (B)(6) 2014: intratubal obstruction devices in proximal location. No tubal permeability is observed; on (B)(6) 2017: intratubal obturators in proximal location, no tubal permeability. No gynecological pathology. Hysteroscopy - on (B)(6) 2013: satisfactory procedure. Permeable cervical canal. Regular type ii cavity. Proliferative endometrium. Ostia displayed. No pathological intracavitary images are observed. Essure device insertion is performed lot a 90485 right ostium: very difficult insertion. Tube start is channeled and progress is made with maneuvering of the screw. 12 spirals in cavity, left ostium: 4 spirals in cavity with moderate difficulty. Time: 7.5 minutes; on (B)(6) 2017: consultation for a check-up of essure inserted in 2013. Asymptomatic. According to notes, the patient reports being happy with her essure, in fact she now has regular cycles and a normal amount. Investigation - on (B)(6) 2017: dna extracted. Result: no gains or losses of genetic material are detected in the studied regions. Conclusions: normal result; on (B)(6) 2017: the study was performed by mass sequencing (next generation sequencing) on the miseq platform. The molecular study of the genes included in the multiplicom mass sequencing panel does not show changes that can be considered pathological; on (B)(6) 2018: the molecular study of the genes included in the multiplicom mass sequencing panel is non-informative, as it does not show changes that can be considered pathological. Mammogram - on (B)(6) 2014: probable benign findingson . Bi rads category; on (B)(6) 2016: bi-rads 3; on (B)(6) 2016: bi-rads category 3, in the deep third of upper outer quadrant of the left breast, only visible in mediolateral oblique projection and 7.2 cm from the nipple, a pseudo-distortion image is identified, which could correspond to strict craniocaudal and lateral projections with pseu-donodular looking focal asymmetry and located in the deep third. (8.8 cm from the nipple) which dissociates in localized projection at maximum compression. In the complementary ultrasound study, in left breast upper outer quadrant, fibroglandular tissue with normal ultrasound characteristics was observed without clear nodular, solid or cystic lesions or areas of poor acoustic transmission; on (B)(6) 2017: focal asymmetry in upper outer quadrant of the left breast without indicative changes compared to the mammography of (B)(6) 2016, without significant changes to previous mammography, probable finding in left breast bi-rads 3; on (B)(6) 2017: control mammography, finding compatible in left breast bi-rads 3 control is recommended every 6 months with bilateral mammography; on (B)(6) 2018: without significant changes to previous mammography; on (B)(6) 2018: bi-rads category 2; on (B)(6) 2019: bi-rads 1: study without significant alterations. Pathology test - on (B)(6) 2017: left hemithyroidectomy. Papillary cancer classic variant in left thyroid lobe multifocal 1.5x 1.2 cm affected margins, perineural invasion, non-lympho vascular invasion, indeterminate extra thyroid extension pt1bnx. Right hemithyroidectomy. 0.2x0.2 cm multifocal right papillary microcarcinoma without vascular or perineural invasion, limited to the thyroid. As a finding follicular adenoma of 04x0.3 cm; on (B)(6) 2017: positive cytology for malignancy,findings indicative of papillary carcinoma category vi of the bethesda 2009 system, surgical intervention: anterior cervicotomy: left hemithyroidectomy for papillary cancer of 1.5 cm confirmed with biopsy, with visualization of recurrent ipsilateral. Right hemithyroidectomy with superior parathyroid visualization. Evolution: favorable, except for dysphonia secondary to paralysis of the right vocal cord in adduction main diagnosis: papillary thyroid carcinoma; on (B)(6) 2019: pathological anatomy report. Macroscopic description: hysterectomy and salpingectomy piece measuring 9x 6x5 cm. And weighs 126 gr. The serosa is extremely smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9cm long. Essure device is removed, blocks are listed 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube. (6b / ip). Diagnosis: chronic nonspecific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions; on (B)(6) 2019: specimens referred to pathological anatomy: uterus and fallopian tubes hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium, 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube (6b / ip). Pharyngoscopy - on (B)(6) 2017: edematous vocal cords, torn voice. Positron emission tomogram - in (B)(6) 2017: full-body tracking images are performed with 131i, observing a radiotracer uptake deposit at the level of the anterior cervical region in relation to functioning thyroid remains. No other notable findings in the rest of the study. She has received doses of 2960 mbq of 131-I. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2018: 260 ng/ml. Smear test - in (B)(6) 2013: negative for intraepithelial and malignant lesion. Normal cytology. Thyroglobulin (1.60 - 59.90 ng/ml) - in (B)(6) 2017: 2.74 ng/ml; on (B)(6) 2017: 0.20 ng/ml; on (B)(6) 2018: 0.20 ng/ml; on (B)(6) 2018: 0.20 ng/ml. Thyroid stimulating immunoglobulin - in (B)(6) 2017: lower 30; on (B)(6) 2019: 1.8. Thyroxine free (0.78 - 1.53 ng/dl) - in (B)(6) 2017: 1.04 ng/dl; on (B)(6) 2017: 1.71 ng/dl; on (B)(6) 2018: 1.62 ng/dl. Ultrasound pelvis - on (B)(6) 2013: without pathological findings. Absence of free fluids in douglas; in 2014: uterus in regular anteflexion, hysterometry of 75 mm. Endometrium of 4 mm. Both devices are visualized; the right one more proximal in cavity; the left one with normal location. Right ovary: 26x14 mm. Left ovary: 32x25 mm with econegative formation of 30 mm of functional aspect; on (B)(6) 2018: pre-surgical essure removal ultrasound: normally inserted liquid device 2 + 3. Right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal. Ultrasound thyroid - on (B)(6) 2018: signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups; on (B)(6) 2018: operated thyroid papillary cancer, signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups. Vitamin d (30 - 100 ng/ml) - on (B)(6) 2017: 14 ng/ml; on (B)(6) 2018: 22 ng/ml; on (B)(6) 2018: 23 ng/ml; on (B)(6) 2018: 12 ng/ml. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: new patient ultrasound lab data (2014) and mammogram new dates (2016 and 2017) added. New events: hypertriglyceridemia, urinary incontinence, obesity, acute pharyngitis, hypertriglyceridemia, constipation, aphonia, atopic eczema added. New patient relevant history: suspected covid-19, conjunctivitis, coccyx pain, strep throat, gastroenteritis, cervicalgia, anxiety, irregular menstruation, elevated blood pressure, migraines added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device expulsion ('right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal') and thyroid cancer ('multifocal thyroid papillary microcarcinoma') in a 42-year-old female patient who had essure (batch no. A90485) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very difficult insertion of right essure". The patient's medical history included cytology normal in 2017, tooth pain in 2012, inflammation gum in 2012, gestational diabetes in 2005, vitiligo, smoker (20 cigarettes/day), irregular menstrual cycle (irregular without medication), factor v leiden carrier, parity 2 (births on21-set-2004, normal delivery and (B)(6) 2005, normal delivery, live female weighing 3000 grams. Apgar at 5 minutes out of 10.), gravida ii (gestational diabetes on second pregnant), obesity and polycystic ovary. No allergies history. Previously administered products included for lower molar pain: enantyum in 2012; for an unreported indication: zaldiar in 2012, omeprazole in 2012, iron therapy in 2005, evra and cerazet. Family history included breast cancer (mother with breast cancer at age 65 years old,negative tp53 (li fraumeni syndrome)), melanoma (mother melanoma at 76 years-old) and kidney cancer (aunts). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient was found to have thyroid cancer (seriousness criterion hospitalization) with dysphonia and laryngeal oedema. On (B)(6) 2017, the patient experienced hypokalaemia ("hypokalemia"), 3 years 4 months after insertion of essure. In (B)(6) 2018, the patient experienced weight fluctuation ("7 kg weight gaiin, she lost 5 but has gained weight again"). On (B)(6) 2019, the patient experienced cervicitis ("chronic nonspecific cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain in lower extremities / joint pain"), hypovitaminosis ("vitamin d deficiency / lack of vitamins"), migraine ("migraines") and fluid retention ("fluid retention "), experienced metrorrhagia ("intermonthly spotting/ breakthrough spotting"), hand dermatitis ("right hand dermatitis") and paraesthesia ("paraesthesia in her hands and legs"), lasting 3 years and experienced insomnia ("insomnia"), alopecia ("hair loss"), fatigue ("tiredness") and depression ("depression"), lasting 4 years. The patient was hospitalized from (B)(6) 2017. The patient was treated with bemiparin sodium (hibor), calcifediol (hidroferol), calcium, diltiazem hydrochloride (lacerol), fluoxetine, levothyroxine sodium (eutirox), lormetazepam (noctamid), prednisone, sodium iodide (131 I) (sodium iodide I-131), thyrotropin alfa (thyrogen) and surgery (essure removal via total hysterectomy + bilateral laparoscopic salpingectomy on (B)(6) 2019 and total two-stage thyroidectomy (B)(6) 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, thyroid cancer, hypersensitivity, metrorrhagia, abdominal distension, swelling, hand dermatitis, arthralgia, insomnia, alopecia, hypovitaminosis, migraine, fluid retention, paraesthesia, fatigue, depression, cervicitis, hypokalaemia and weight fluctuation outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, cervicitis, depression, device expulsion, fatigue, fluid retention, hand dermatitis, hypersensitivity, hypokalaemia, hypovitaminosis, insomnia, metrorrhagia, migraine, paraesthesia, pelvic pain, swelling, thyroid cancer and weight fluctuation to be related to essure. The reporter commented: essure devices are inserted on the right ostium with very difficult insertion. Until 2018, there were no symptoms to indicate any complications. After starting with symptoms of chronic pelvic pain, it becomes related to the implanted material. After the diagnosis, on (B)(6) 2019, a hysterectomy and bilateral salpingectomy are performed to remove the material, surgical piece removal through vagina. Postoperative without incident. Hospital discharge occurs on (B)(6) 2019. On medical appointment for post thyroidectomy check on (B)(6) 2019 she reported she in logotherapy treatment since (B)(6) 2019, with good evolution and adherence to treatment. At the present time she has a voice without alterations.no abnormalities were observed on laryngostroboscopic examination, with correct laryngeal mobility and closure. On (B)(6) 2019 she did about 16 sessions. Diagnostic results (normal ranges are provided in parenthesis if available): blood calcium (1.15 - 1.35 mmol/l) - on (B)(6) 2017: 1.11 mmol/l; on (B)(6) 2017: 7.7 mg/dl. Blood cholesterol (200 mg/dl) - on (B)(6) 2018: 216 mg/dl; on (B)(6) 2018: 204 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2018: 112 mg/dl; on (B)(6) 2018: 113 mg/dl. Blood parathyroid hormone - on (B)(6) 2017: 44 pg/ml. Blood thyroid stimulating hormone (0.55 - 1.53 micro international unit per ml) - in (B)(6) 2017: 25.56 micro international unit per ml; on (B)(6) 2017: 89.68 micro international unit per ml; on (B)(6) 2018: 10.81 micro international unit per ml. Blood triglycerides (150 mg/dl) - on (B)(6) 2018: 243 mg/dl; on (B)(6) 2018: 369 mg/dl. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2017: 54 iu/l; on (B)(6) 2018: 44 iu/l. Gynaecological examination - on (B)(6) 2016: breast examination: normosomal and symmetrical, without alterations in skin or nipple. No nodules are palpated. No axillary or supraclavicular lymphadenopathy; on (B)(6) 2017: although there are no birads in the report, the conclusion that it is a br 2.I the patient has had thyroid cancer and genetic study was non-informative, as it does not show changes that can be considered pathological; on (B)(6) 2018: mammographic results without alteration, she was discharged; on (B)(6) 2019: hysterectomy + laparoscopic bilateral salpingectomy. Hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: anterior cervix, posterior cervix, anterior endometrium, posterior endometrium, right fallopian tube, left fallopian tube (6b / ip). Diagnosis: chronic non-specific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions.. Hysterosalpingogram - on (B)(6) 2014: intratubal obstruction devices in proximal location. No tubal permeability is observed; on (B)(6) 2017: intratubal obturators in proximal location, no tubal permeability. No gynecological pathology. Hysteroscopy - on (B)(6) 2013: satisfactory procedure. Permeable cervical canal. Regular type ii cavity. Proliferative endometrium. Ostia displayed. No pathological intracavitary images are observed. Essure device insertion is performed lot a 90485 right ostium: very difficult insertion. Tube start is channeled and progress is made with maneuvering of the screw. 12 spirals in cavity, left ostium: 4 spirals in cavity with moderate difficulty. Time: 7.5 minutes; on (B)(6) 2017: consultation for a check-up of essure inserted in 2013. Asymptomatic. According to notes, the patient reports being happy with her essure, in fact she now has regular cycles and a normal amount. Investigation - on (B)(6) 2017: dna extracted. Result: no gains or losses of genetic material are detected in the studied regions. Conclusions: normal result; on (B)(6) 2017: the study was performed by mass sequencing (next generation sequencing) on the miseq platform. The molecular study of the genes included in the multiplicom mass sequencing panel does not show changes that can be considered pathological; on (B)(6) 2018: the molecular study of the genes included in the multiplicom mass sequencing panel is non-informative, as it does not show changes that can be considered pathological. Mammogram - on (B)(6) 2014: probable benign findingson . Bi rads category; on (B)(6) 2016: bi-rads category 3, in the deep third of upper outer quadrant of the left breast, only visible in mediolateral oblique projection and 7.2 cm from the nipple, a pseudo-distortion image is identified, which could correspond to strict craniocaudal and lateral projections with pseu-donodular looking focal asymmetry and located in the deep third. (8.8 cm from the nipple) which dissociates in localized projection at maximum compression. In the complementary ultrasound study, in left breast upper outer quadrant, fibroglandular tissue with normal ultrasound characteristics was observed without clear nodular, solid or cystic lesions or areas of poor acoustic transmission; on (B)(6) 2017: focal asymmetry in upper outer quadrant of the left breast without indicative changes compared to the mammography of (B)(6) 2016, without significant changes to previous mammography, probable finding in left breast bi-rads 3; on (B)(6) 2018: without significant changes to previous mammography; on (B)(6) 2018: bi-rads category 2; on 12-mar-2019: bi-rads 1: study without significant alterations. Pathology test - on (B)(6) 2017: left hemithyroidectomy. Papillary cancer classic variant in left thyroid lobe multifocal 1.5x 1.2 cm affected margins, perineural invasion, non-lympho vascular invasion, indeterminate extra thyroid extension pt1bnx. Right hemithyroidectomy. 0.2x0.2 cm multifocal right papillary microcarcinoma without vascular or perineural invasion, limited to the thyroid. As a finding follicular adenoma of 04x0.3 cm; on (B)(6) 2017: positive cytology for malignancy,findings indicative of papillary carcinoma. Category vi of the bethesda 2009 system, surgical intervention: anterior cervicotomy: left hemithyroidectomy for papillary cancer of 1.5 cm confirmed with biopsy, with visualization of recurrent ipsilateral. Right hemithyroidectomy with superior parathyroid visualization. Evolution: favorable, except for dysphonia secondary to paralysis of the right vocal cord in adduction main diagnosis: papillary thyroid carcinoma; on 18-feb-2019: pathological anatomy report. Macroscopic description: hysterectomy and salpingectomy piece measuring 9x 6x5 cm. And weighs 126 gr. The serosa is extremely smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9cm long. Essure device is removed, blocks are listed anterior cervix, posterior cervix, anterior endometrium posterior endometrium, right fallopian tube, left fallopian tube. (6b / ip). Diagnosis: chronic nonspecific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions; on (B)(6) 2019: specimens referred to pathological anatomy: uterus and fallopian tubes hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: anterior cervix, posterior cervix, anterior endometrium, posterior endometrium, right fallopian tube, left fallopian tube (6b / ip).. Pharyngoscopy - on (B)(6) 2017: edematous vocal cords, torn voice. Positron emission tomogram - in (B)(6) 2017: full-body tracking images are performed with 131i, observing a radiotracer uptake deposit at the level of the anterior cervical region in relation to functioning thyroid remains. No other notable findings in the rest of the study. She has received doses of 2960 mbq of 131-I. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2018: 260 ng/ml. Smear test - in (B)(6) 2013: negative for intraepithelial and malignant lesion. Normal cytology. Thyroglobulin (1.60 - 59.90 ng/ml) - in (B)(6) 2017: 2.74 ng/ml; on (B)(6) 2017: 0.20 ng/ml; on (B)(6)2018: 0.20 ng/ml; on 13-jun-2018: 0.20 ng/ml. Thyroid stimulating immunoglobulin - in (B)(6) 2017: lower 30; on (B)(6) 2019: 1.8. Thyroxine free (0.78 - 1.53 ng/dl) - in (B)(6) 2017: 1.04 ng/dl; on (B)(6) 2017: 1.71 ng/dl; on (B)(6)2018: 1.62 ng/dl. Ultrasound pelvis - on (B)(6) 2013: without pathological findings. Absence of free fluids in douglas; on (B)(6) 2018: pre-surgical essure removal ultrasound: normally inserted liquid device 2 + 3. Right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal. Ultrasound thyroid - on (B)(6) 2018: signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups; on 13-jun-2018: operated thyroid papillary cancer, signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups. Vitamin d (30 - 100 ng/ml) - on (B)(6) 2017: 14 ng/ml; on (B)(6) 2018: 22 ng/ml; on (B)(6) 2018: 23 ng/ml; on (B)(6) 2018: 12 ng/ml. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new reporter, patients age, other relevant history, lab data, other drugs used as treatments, on events: right essure in ectopic location, intermonthly spotting, chronic cervicitis, thyroid cancer (with edema vocal cord, dysphonia), hypokalaemia, weight fluctuation we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A90485) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure very difficult insertion". The patient's medical history included vitiligo, smoker (20 cigarettes/day), irregular menstrual cycle (irregular without medication), thyroid cancer (performed thyroidectomy), factor v leiden carrier and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction "), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain in lower extremities"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraines") and fluid retention ("fluid retention "), experienced metrorrhagia ("breakthrough spotting "), hand dermatitis ("right hand dermatitis") and paraesthesia ("paraesthesia in her hands and legs"), lasting 3 years and experienced insomnia ("insomnia"), alopecia ("hair loss"), fatigue ("tiredness") and depression ("depression"), lasting 4 years. The patient was treated with surgery (total hysterectomy + bilateral laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, metrorrhagia, abdominal distension, swelling, hand dermatitis, arthralgia, insomnia, alopecia, vitamin d deficiency, migraine, fluid retention, paraesthesia, fatigue and depression outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, depression, fatigue, fluid retention, hand dermatitis, hypersensitivity, insomnia, metrorrhagia, migraine, paraesthesia, pelvic pain, swelling and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy on an unknown date: satisfactory procedure. Patent cervical canal. Regular type ii cavity. Proliferative endometrium. Ostia are visible. No pathological images observed within the cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device expulsion ('right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal'), papillary thyroid cancer ('multifocal thyroid papillary microcarcinoma') and sepsis ('blood infections') in a 42-year-old female patient who had essure (batch no. A90485) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "very difficult insertion of right essure". The patient's medical history included cytology normal in 2017, tooth pain on (B)(6) 2012, inflammation gum on (B)(6) 2012, cervicalgia in 2009, gastroenteritis in 2007, streptococcal sore throat in 2007, gestational diabetes in 2005, coccyx pain in 2002, smoker (20 cigarettes/day), irregular menstrual cycle (irregular without medication), factor v leiden carrier, parity 2 (births on (B)(6) 2004, normal delivery and (B)(6) 2005, normal delivery, live female weighing 3000 grams. Apgar at 5 minutes out of 10.), gravida ii (gestational diabetes on second pregnant), polycystic ovary and irregular menstruation in 2001. No allergies history. Previously administered products included for lower molar pain: enantyum on (B)(6) 2012; for an unreported indication: zaldiar on (B)(6) 2012, omeprazole on (B)(6) 2012, iron therapy in 2005, evra and cerazet. Concurrent conditions included suspected covid-19 since (B)(6) 2021, vitiligo since (B)(6) 2012, conjunctivitis since 2006, obesity since 2002, elevated bp since 2000, anxiety since 2000 and migraine since 2000. Family history included breast cancer (mother with breast cancer at age 65 years old,negative tp53 (li fraumeni syndrome)), melanoma (mother melanoma at 76 years-old) and kidney cancer (aunts). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced dermatitis atopic ("atopic eczema"), 11 months 9 days after insertion of essure. On (B)(6) 2016, the patient was found to have papillary thyroid cancer (seriousness criterion hospitalization) with dysphonia and laryngeal oedema. On (B)(6) 2017, the patient experienced aphonia ("aphonia"). On (B)(6) 2017, the patient experienced hypokalaemia ("hypokalemia"). On (B)(6) 2017, the patient experienced constipation ("constipation"). In (B)(6) 2018, the patient experienced weight fluctuation ("7 kg weight gaiin, she lost 5 but has gained weight again"). On (B)(6) 2018, the patient experienced the first episode of hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2019, the patient experienced pharyngitis ("acute pharyngitis"). On (B)(6) 2019, the patient experienced cervicitis ("chronic nonspecific cervicitis"). On (B)(6) 2019, the patient experienced hypovitaminosis ("vitamin d deficiency / lack of vitamins"). On (B)(6) 2019, the patient experienced obesity ("obesity"). On (B)(6) 2020, the patient experienced urinary incontinence ("urinary incontinence"). On (B)(6)2020, the patient experienced the second episode of hypertriglyceridaemia ("hypertriglyceridemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain in lower extremities / joint pain / hip pain"), fluid retention ("fluid retention"), back pain ("lower back pain") and urinary tract infection ("urinary tract infections"), experienced intermenstrual bleeding ("intermonthly spotting/ breakthrough spotting"), hand dermatitis ("right hand dermatitis , dermatitis") and paraesthesia ("paraesthesia in her hands and legs"), lasting 3 years and experienced insomnia ("insomnia"), alopecia ("hair loss"), fatigue ("tiredness") and depression ("depression"), lasting 4 years. The patient was hospitalized from 2017. The patient was treated with bemiparin sodium (hibor), calcifediol (hidroferol), calcium, diltiazem hydrochloride (lacerol), fluoxetine, levothyroxine sodium (eutirox), lormetazepam (noctamid), prednisone, sodium iodide (131 I) (sodium iodide I-131), thyrotropin alfa (thyrogen) and surgery (essure removal via total hysterectomy + bilateral laparoscopic salpingectomy on (B)(6) 2019 and total two-stage thyroidectomy (B)(6) 2017). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device expulsion, papillary thyroid cancer, sepsis, hypersensitivity, intermenstrual bleeding, abdominal distension, swelling, hand dermatitis, arthralgia, insomnia, alopecia, fluid retention, paraesthesia, fatigue, depression, cervicitis, hypokalaemia, weight fluctuation, back pain and urinary tract infection outcome was unknown and the hypovitaminosis, the last episode of hypertriglyceridaemia, urinary incontinence, obesity, pharyngitis, constipation, aphonia and dermatitis atopic had not resolved. The reporter considered abdominal distension, alopecia, aphonia, arthralgia, back pain, cervicitis, constipation, depression, dermatitis atopic, device expulsion, fatigue, fluid retention, hand dermatitis, hypersensitivity, hypokalaemia, hypovitaminosis, insomnia, intermenstrual bleeding, obesity, papillary thyroid cancer, paraesthesia, pelvic pain, pharyngitis, sepsis, swelling, urinary incontinence, urinary tract infection, weight fluctuation, the first episode of hypertriglyceridaemia and the second episode of hypertriglyceridaemia to be related to essure. The reporter commented: essure devices are inserted on the right ostium with very difficult insertion. Until 2018, there were no symptoms to indicate any complications. After starting with symptoms of chronic pelvic pain, it becomes related to the implanted material. After the diagnosis, on (B)(6) 2019, a hysterectomy and bilateral salpingectomy are performed to remove the material, surgical piece removal through vagina. Postoperative without incident. Hospital discharge occurs on (B)(6) 2019. On medical appointment for post thyroidectomy check on (B)(6) 2019 she reported she in logotherapy treatment since (B)(6) 2019, with good evolution and adherence to treatment. At the present time she has a voice without alterations. No abnormalities were observed on laryngostroboscopic examination, with correct laryngeal mobility and closure. On (B)(6) 2019 she did about 16 sessions. Diagnostic results (normal ranges are provided in parenthesis if available): blood calcium (1.15 - 1.35 mmol/l) - on (B)(6) 2017: 1.11 mmol/l; on (B)(6) 2017: 7.7 mg/dl. Blood cholesterol (200 mg/dl) - on (B)(6) 2018: 216 mg/dl; on (B)(6) 2018: 204 mg/dl. Blood glucose (74 - 106 mg/dl) - on (B)(6) 2018: 112 mg/dl; on (B)(6) 2018: 113 mg/dl. Blood parathyroid hormone - on (B)(6) 2017: 44 pg/ml. Blood thyroid stimulating hormone (0.55 - 1.53 micro international unit per ml) - in (B)(6) 2017: 25.56 micro international unit per ml; on (B)(6) 2017: 89.68 micro international unit per ml; on (B)(6) 2018: 10.81 micro international unit per ml. Blood triglycerides (150 mg/dl) - on (B)(6) 2018: 243 mg/dl; on (B)(6) 2018: 369 mg/dl. Gamma-glutamyltransferase (38 iu/l) - on (B)(6) 2017: 54 iu/l; on (B)(6) 2018: 44 iu/l. Gynaecological examination - on (B)(6) 2016: breast examination: normosomal and symmetrical, without alterations in skin or nipple. No nodules are palpated. No axillary or supraclavicular lymphadenopathy; on (B)(6) 2017: although there are no birads in the report, the conclusion that it is a br 2.I the patient has had thyroid cancer and genetic study was non-informative, as it does not show changes that can be considered pathological; on (B)(6) 2018: mammographic results without alteration, she was discharged; on (B)(6) 2019: hysterectomy + laparoscopic bilateral salpingectomy. Hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium, 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube (6b / ip). Diagnosis: chronic non-specific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions. Hysterosalpingogram - on (B)(6) 2014: intratubal obstruction devices in proximal location. No tubal permeability is observed; on (B)(6) 2017: intratubal obturators in proximal location, no tubal permeability. No gynecological pathology. Hysteroscopy - on (B)(6) 2013: satisfactory procedure. Permeable cervical canal. Regular type ii cavity. Proliferative endometrium. Ostia displayed. No pathological intracavitary images are observed. Essure device insertion is performed lot a 90485 right ostium: very difficult insertion. Tube start is channeled and progress is made with maneuvering of the screw. 12 spirals in cavity, left ostium: 4 spirals in cavity with moderate difficulty. Time: 7.5 minutes; on (B)(6) 2017: consultation for a check-up of essure inserted in 2013. Asymptomatic. According to notes, the patient reports being happy with her essure, in fact she now has regular cycles and a normal amount. Investigation - on (B)(6) 2017: dna extracted. Result: no gains or losses of genetic material are detected in the studied regions. Conclusions: normal result; on (B)(6) 2017: the study was performed by mass sequencing (next generation sequencing) on the miseq platform. The molecular study of the genes included in the multiplicom mass sequencing panel does not show changes that can be considered pathological; on (B)(6) 2018: the molecular study of the genes included in the multiplicom mass sequencing panel is non-informative, as it does not show changes that can be considered pathological. Mammogram - on (B)(6) 2014: probable benign findingson . Bi rads category; on (B)(6) 2016: bi-rads 3; on (B)(6) 2016: bi-rads category 3, in the deep third of upper outer quadrant of the left breast, only visible in mediolateral oblique projection and 7.2 cm from the nipple, a pseudo-distortion image is identified, which could correspond to strict craniocaudal and lateral projections with pseu-donodular looking focal asymmetry and located in the deep third. (8.8 cm from the nipple) which dissociates in localized projection at maximum compression. In the complementary ultrasound study, in left breast upper outer quadrant, fibroglandular tissue with normal ultrasound characteristics was observed without clear nodular, solid or cystic lesions or areas of poor acoustic transmission; on (B)(6) 2017: focal asymmetry in upper outer quadrant of the left breast without indicative changes compared to the mammography of (B)(6) 2016, without significant changes to previous mammography, probable finding in left breast bi-rads 3; on (B)(6) 2017: control mammography, finding compatible in left breast bi-rads 3 control is recommended every 6 months with bilateral mammography; on (B)(6) 2018: without significant changes to previous mammography; on (B)(6) 2018: bi-rads category 2; on (B)(6) 2019: bi-rads 1: study without significant alterations. Pathology test - on (B)(6) 2017: left hemithyroidectomy. Papillary cancer classic variant in left thyroid lobe multifocal 1.5x 1.2 cm affected margins, perineural invasion, non-lympho vascular invasion, indeterminate extra thyroid extension pt1bnx. Right hemithyroidectomy. 0.2x0.2 cm multifocal right papillary microcarcinoma without vascular or perineural invasion, limited to the thyroid. As a finding follicular adenoma of 04x0.3 cm; on (B)(6) 2017: positive cytology for malignancy,findings indicative of papillary carcinoma category vi of the bethesda 2009 system, surgical intervention: anterior cervicotomy: left hemithyroidectomy for papillary cancer of 1.5 cm confirmed with biopsy, with visualization of recurrent ipsilateral. Right hemithyroidectomy with superior parathyroid visualization. Evolution: favorable, except for dysphonia secondary to paralysis of the right vocal cord in adduction main diagnosis: papillary thyroid carcinoma; on (B)(6) 2019: pathological anatomy report. Macroscopic description: hysterectomy and salpingectomy piece measuring 9x 6x5 cm. And weighs 126 gr. The serosa is extremely smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9cm long. Essure device is removed, blocks are listed 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube. (6b / ip). Diagnosis: chronic nonspecific cervicitis. Endometrium with secretory changes. Uterine tubes without significant histological lesions; on (B)(6) 2019: specimens referred to pathological anatomy: uterus and fallopian tubes hysterectomy and salpingectomy piece measuring 9 x 6 x 5 cm. And weighs 126 gr. Externally the serosa is smooth and at opening the endocervical cavity is not altered. The endometrial cavity is free. No other macroscopic alterations are observed. The endometrium is 1 mm thick and the myometrium is 21 mm thick. Both fallopian tubes are 9 cm long. Essure device is removed, blocks are listed: 1. Anterior cervix, 3. Posterior cervix, 3. Anterior endometrium, 4. Posterior endometrium, 5. Right fallopian tube, 6. Left fallopian tube (6b / ip).. Pharyngoscopy - on (B)(6) 2017: edematous vocal cords, torn voice. Positron emission tomogram - in (B)(6) 2017: full-body tracking images are performed with 131i, observing a radiotracer uptake deposit at the level of the anterior cervical region in relation to functioning thyroid remains. No other notable findings in the rest of the study. She has received doses of 2960 mbq of 131-I. Serum ferritin (10 - 120 ng/ml) - on (B)(6) 2018: 260 ng/ml. Smear test - in (B)(6) 2013: negative for intraepithelial and malignant lesion. Normal cytology. Thyroglobulin (1.60 - 59.90 ng/ml) - in (B)(6) 2017: 2.74 ng/ml; on (B)(6) 2017: 0.20 ng/ml; on (B)(6) 2018: 0.20 ng/ml; on (B)(6) 2018: 0.20 ng/ml. Thyroid stimulating immunoglobulin - in (B)(6) 2017: lower 30; on (B)(6) 2019: 1.8. Thyroxine free (0.78 - 1.53 ng/dl) - in (B)(6) 2017: 1.04 ng/dl; on (B)(6) 2017: 1.71 ng/dl; on (B)(6) 2018: 1.62 ng/dl. Ultrasound pelvis - on (B)(6) 2013: without pathological findings. Absence of free fluids in douglas; in 2014: uterus in regular anteflexion, hysterometry of 75 mm. Endometrium of 4 mm. Both devices are visualized; the right one more proximal in cavity; the left one with normal location. Right ovary: 26x14 mm. Left ovary: 32x25 mm with econegative formation of 30 mm of functional aspect; on (B)(6) 2018: pre-surgical essure removal ultrasound: normally inserted liquid device 2 + 3. Right device in ectopic location, with central nucleus centered on tubal ostium and most of the spirals occupy uterine cavity to endocervical canal. Ultrasound thyroid - on (B)(6) 2018: signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups; on (B)(6) 2018: operated thyroid papillary cancer, signs of total thyroidectomy. There are no clear nodules in the surgical bed that suggest remains. No lymphadenopathy in explored cervical ganglion groups. Vitamin d (30 - 100 ng/ml) - on (B)(6) 2017: 14 ng/ml; on (B)(6) 2018: 22 ng/ml; on (B)(6) 2018: 23 ng/ml; on (B)(6) 2018: 12 ng/ml. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-feb-2022: the follow information were include low back pain, haematological infection, recurrent urinary tract infection we received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. A90485) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure very difficult insertion". The patient's medical history included vitiligo, smoker (20 cigarettes/day), irregular menstrual cycle (irregular without medication), thyroid cancer (performed thyroidectomy), factor v leiden carrier and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction "), abdominal distension ("bloating"), swelling ("swelling"), arthralgia ("joint pain in lower extremities"), vitamin d deficiency ("vitamin d deficiency"), migraine ("migraines") and fluid retention ("fluid retention "), experienced metrorrhagia ("breakthrough spotting "), hand dermatitis ("right hand dermatitis ") and paraesthesia ("paraesthesia in her hands and legs "), lasting 3 years and experienced insomnia ("insomnia "), alopecia ("hair loss "), fatigue ("tiredness ") and depression ("depression "), lasting 4 years. The patient was treated with surgery (total hysterectomy + bilateral laparoscopic salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, hypersensitivity, metrorrhagia, abdominal distension, swelling, hand dermatitis, arthralgia, insomnia, alopecia, vitamin d deficiency, migraine, fluid retention, paraesthesia, fatigue and depression outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, depression, fatigue, fluid retention, hand dermatitis, hypersensitivity, insomnia, metrorrhagia, migraine, paraesthesia, pelvic pain, swelling and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: satisfactory procedure. Patent cervical canal. Regular type ii cavity. Proliferative endometrium. Ostia are visible. No pathological images observed within the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.